Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. They wore this for almost 2 days before they removed the pod.

Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. A crack was observed on the top housing. It could not be determined when or how this crack occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract indicating that the formed needle was incorrectly installed into the slide retract. Damage was observed under magnification of the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. The soft cannula was also observed to be torn, resulting in a fluid leak. It cannot be determined when this damage occurred.